Event description:
Report of disconnection of tubing received. The customer reported that there have been 3 occurrences where the IV tubing sets have come apart at an unspecified luer lock connection between the tubing and the manifold, even though the nurses report that they tighten the connections. Incident #3 of 3 occurred on a pt in labor & delivery. The nurses observed maintenance IV fluid leaking from the connection between the luer lock and the manifold. The report source could not identify if the disconnect occurred at the distal or proximal connection to the manifold. The customer reported that the complete tubing system was changed out, and no intervention was required. Add'l info was requested, but no further info has become available.